Event description:
Information received with return of the explanted device notes that the device phantom programmed to aai from ddd. The patient had a "spontaneous pulse" and the device was reprogrammed to ddd and monitored. Five months later, the device phantom programmed to aai. Programming to ddd was possible, but the physician elected to replace the device.